Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the trigger/slider was broken was confirmed. It was noted that the reverse locking mechanism was blocked. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the trigger/slider on the compact air drive device was broken. It was further determined that the reverse lock was blocked. It was noted on the service order that the button was stuck up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.